Event description:
A spherical blade is reported as backing out of a hindfoot arthrodesis nail that was implanted in (B)(6) 2011. Patient was revised and a new blade was placed. This is the second of 2 reports submitted on this event.

Manufacturer narrative:
Investigation is on going; no conclusion could be drawn as no device was returned to lot number provided.